Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed to user to bare wire. The inspection also revealed customer misuse as our inspection found many leads out of place and bent in half. Cloth strips folded in half from leads. This tells us that the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (pipe #(B)(4)) to reduce the occurrence of this issue.

Event description:
Consumer stated that she thought there is a short in the switch. It stopped working, smoked, and sparked.